Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01923. (B)(4) clinical study. It was reported that a plaque shift occurred. In (B)(6) 2013, the patient presented due to unstable angina and was urgently referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was a de novo lesion located in the distal right coronary artery (rca) with 80% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with direct stent placement using a 3.00x16mm promus element plus stent with 0% residual stenosis and timi 3 flow. Target lesion #2 was a de novo lesion located in the mid rca with 75% and was 20mm long with a reference vessel diameter of 3.5mm. Target lesion # 2 was treated with direct placement of a 3.50x24mm promus element plus stent. Following post dilatation, with 0% residual stenosis and timi 3 flow. Two days after, the patient was discharged on aspirin and prasugrel. In (B)(6) 2017, the patient presented to the emergency department with the complaints of chest pain, shortness of breath consistent with unstable angina. The patient was hospitalized on the same day and was referred for cardiac catheterization. The coronary angiography revealed mild luminal irregularities, widely patent stent in proximal portion (unknown manufacture), 95% stenosis in mid portion. The patient was referred for percutaneous coronary intervention and 95% stenosis located in mid left anterior descending (lad) was treated with balloon angioplasty and placement of 2.75x38mm and 3.0x16mm synergy ii drug-eluting stents in overlapping manner with 0% residual stenosis (non-tvr). There was excellent result in the stented segment. However, there was significant plaque shift into the diagonal with subsequent timi-1 flow. A whisper wire was then advanced through the stent struts into the diagonal and the ostium was treated with balloon angioplasty using 2.0mm balloon with excellent results. Post procedure, there was no significant residual stenosis noted. There was no dissection and timi-3 flow noted throughout the lad and diagonal vessels. The event of unstable angina was considered as resolved and the subject was discharged on the same day from the hospital.